Event description:
A care giver (cg) contacted global technical service (gts) regarding disconnecting to re-prime on the homechoice (hc) during connect yourself. The home patient was connected at the time of the event. The care giver mentioned that the patient line had not primed completely. The technical service representative advised the caregiver to start over with new supplies. The caregiver would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown, therefore a sample evaluation could not be performed. However, the known cause of this issue is use error, incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.